Event description:
A surgeon reported that air came into the pt's eye during a procedure. The surgeon managed to aspirate the air bubbles, however, it was noted that aspiration power was weak. The case was able to be completed without exchanging the product. It was also noted that a system message had displayed at the priming test and priming failed. The product had been exchanged but the calibration test was still not passed, so they passed the test by "default doctor", and started the surgery. There was no harm to the pt.

Manufacturer narrative:
A sample has been received and is awaiting inspection. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).